Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a navigation ring failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 18apr2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.